Manufacturer narrative:
The device was returned for evaluation. A tamper seal was missing. There was no evidence of the reported problem in the event log. A volume high to low test and beep test were performed. The volume was still quite low. A visual inspection was performed which found a crack inside of the battery door. The root cause is unknown. The front piezo and battery door were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the volume of the alarm on the pump will not increase, and the battery door is cracked. This was noted during testing. There was no patient injury.